Event description:
At 8:45 am, in 2007, as physician was finished with a procedure, using a 6x30 raabe sheath. He was doing a contralateral procedure and when pulling the sheath from the contralateral side, the sheath separated from the hub. The patient, an male, started bleeding extreme amounts of blood and was rushed emergently to surgery. Patient had to have units of blood. Patient outcome is unknown at this time.

Manufacturer narrative:
Evaluation: still under investigation.